Manufacturer narrative:
The high blood glucose level was due to the malfunction code and while at school, the customer had not noticed that the battery had depleted. Tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a malfunction code and the pump battery had depleted. Blood glucose (bg) level was over 600 mg/dl and the customer administered an insulin injection to address the bg. The customer was to use insulin injections for insulin therapy.